Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3093-28, lot# v526911, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported by the patient a revision occurred for their first ins. The patient reported that the first ins had been working to control their target symptoms at first but it stopped helping later. The patient followed up with their health care provider (hcp) at the time and an unrelated health issue involving their prostate was found was found by scope, for which the patient needed surgery. The unrelated issue of the prostate being enlarged was putting pressure on the patient¿s bladder and the surgery was needed to have the prostate ¿cut back.¿ during the surgery the hcp found that the ¿wire had come unattached¿ from the original location and had moved. The patient supposed that was the reason for the loss of target symptom control. The patient then stated the hcp replaced the ins and the lead on the date of the unrelated prostate surgery. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider called and reported that the events described in our follow-up communication were not correct and did not make medical sense. No further information was provided.